Event description:
It was reported that during the implant procedure, noise was observed when this right ventricular (rv) lead was connected to the pacing system analyzer (psa). New psa cables were tried, without change. The psa cable was properly clipped to the ez4 connector tool and the tool was seated correctly on the lead's terminal pin. The physician removed the ez4 connector tool and clipped the psa cable directly to the lead's terminal pin but the noise persisted. A new programmer was tried, with the same outcome. The physician took a new lead of the same model and no further noise issues were observed. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, noise was observed when this right ventricular (rv) lead was connected to the pacing system analyzer (psa). New psa cables were tried, without change. The psa cable was properly clipped to the ez4 connector tool and the tool was seated correctly on the lead's terminal pin. The physician removed the ez4 connector tool and clipped the psa cable directly to the lead's terminal pin but the noise persisted. A new programmer was tried, with the same outcome. The physician took a new lead of the same model and no further noise issues were observed. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.